Manufacturer narrative:
Pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.